Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported problem and confirmed there was no image due to a main board defect. The root cause was determined to be component failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After the procedure, the fse replaced the high resolution stereo viewer (hrsv) after troubleshooting. The system was tested and verified as ready for use following the replacement. The hrsv has not yet been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the component is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints related to the product or the event. No image or procedure video was shared for review. During the initial troubleshooting with technical support, an error regarding no image in the left eye of the surgeon side console (ssc) was observed. Based on the information provided at this time, this complaint is being reported because system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While the surgeon elected to continue the procedure with only one eye, and the procedure was completed with no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no image in the left eye of the surgeon side console high resolution stereo viewer (hrsv). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the system turned on normally before the procedure without error or alarms. The patient side cart was docked without any issues and the surgeon sat down at the surgeon side console and noticed that the image of the left eye was blurred only on the console. After 10 minutes, the left eye turned off. The customer contacted the fse who provided troubleshooting but the issue persisted. The surgeon made the decision to continue the procedure using the right eye only. The procedure was reportedly completed with no patient injury.